Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was not able to fire. The handle was removed from the charging station and a 2/3 battery charge status was displayed. The handle recognized the disposable power shell and also the standard adapter. Then, the handle was connected with the reload and the handle recognized it. The nurse set aside the handle. After a short while, the display turned off and the handle was no longer functional. Neither the reload could not be opened or closed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a design error was identified during product analysis. The root cause has been identified as an esd lockup. When the microprocessor experiences an esd event it can cause the handle to lockup. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause of the observed condition was determined to be a design error and a corrective action has been initiated to make the handle more resistant to esd events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was not able to fire. The handle was removed from the charging station and a 2/3 battery charge status was displayed. The handle recognized the disposable power shell and also the standard adapter. Then, the handle was connected with the reload and the handle recognized it. The nurse set aside the handle. After a short while, the display turned off and the handle was no longer functional. Neither the reload could not be opened or closed. They used another handle to resolve the issue and complete the case. There was no patient injury. From (B)(4) - the customer reported a complaint for this device. No additional details have been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device was not able to fire. The handle was removed from the charging station and a 2/3 battery charge status was displayed. The handle recognized the disposable power shell and also the standard adapter. Then, the handle was connected with the reload and the handle recognized it. The nurse set aside the handle. After a short while, the display turned off and the handle was no longer functional. Neither the reload could not be opened or closed. They used another handle to resolve the issue and complete the case. There was no patient injury.